Event description:
It was reported to boston scientific corp in 2009 that a microvasive rx locking device and biopsy cap sys device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the physician was placing a snare (captiflex) through the biopsy cap. The snare pushed the foam disk located within the biopsy cap, out of the cap and into the scope (olympus ercp therapeutic scope). No fragment of the foam disk fell inside the pt. The scope was removed from the pt, so the foam disk could be retrieved with a rat tooth forceps. The procedure was completed with the same scope and another MFR's biopsy cap (olympus). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; therefore, the device MFR and expiration dates are unk. (Sponge stuck in the scope). According to the complainant, the suspect device has been disposed and it not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.